Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the level sensor was not working. The customer stated the sensor "won't sense the fluid level. It read as always full and would never alarm as fluid passed it." As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or adverse consequences to the patient.